Manufacturer narrative:
Results: the pet lock was intact on the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil had an offset coil wind and was intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned penumbra smart coil (smart coil) revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the mid-joint is positioned proximal to the introducer sheath friction lock, resistance may be experienced while advancing the smart coil. During functional testing, the smart coil was advanced through its introducer sheath with resistance experienced when advancing the mid-joint through the friction lock. The smart coil was then advanced through a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance the smart coil within its introducer sheath and, therefore, the smart coil was removed. The procedure was then completed using new smart coils. There was no report of an adverse effect to the patient.